Event description:
D-stat flowable hemostat was used following a liver biopsy. The pt developed hypoxia, loss of blood pressure, and stopped breathing. The pt was resuscitated, then was monitored in intensive care for 2 days. The event was resolved with no further complications. No diagnostic studies were completed to determine the cause of this event; however, the physician suspected that a small amount of d-stat flowable hemostat may have entered the vasculature of the liver.